Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Customer did not recall any significant events leading up to the error alarm. Customer reported receiving a motor position encoder error alarm as well. Blood glucose level at the time of the incident was 238 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform occlusion and the excessive no delivery test due to motor error alarm. All operating current were normal. No blank display or display anomaly noted during testing. The insulin pump was unable to verify for alarm due to over written pump history file. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.